Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: stenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that the 3.0 x 15 mm promus stent was implanted in the left anterior descending artery (lad) on (B) (6) 2009, with no complication. In (B) (6) of 2009 the patient reported having complaints of angina with an ae and no resolution which revealed both anterior and inferior defects concerning for ischemia and multivessel disease was suspected. On (B) (6) 2009, the patient underwent cardiac catheterization. Coronary angiography revealed the lad had 95% proximal in-stent restenosis. The patient returned on (B) (6) 2010 and underwent quadruple coronary artery bypass graft surgery (CABG). The patient's angina did not resolve. There is no additional event or patient information available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the promus instructions for use. The lot number was not provided; therefore, a device history record review could not be performed. Although a conclusive cause for the reported patient effects and the relationship of the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.